Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/20/2019 that on (B)(6) 2018 the transmitter had to be removed early. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed a transmitter failure error, which is a reportable event. Confirmation of the complaint was confirmed. The probable cause was determined to be a low transmitter battery within 30 days of activation.